Event description:
Event description from the customer: "the unit showed an error message and the main side heating up sometimes very slowly during on patient treatment, it take more than 10 minutes for reaching the set temperature." (B)(4). (B)(6).

Manufacturer narrative:
A maquet field service technician conducted the following work on the unite: 1) performed a functional check, the temperature regulation was normal. The malfunction occur maybe irregular. 2) replaced the main side 3-way valve actuator as preventative action. 3) the unit was send back to the hospital and was tested to factory specifications all tests were performed successfully. A supplemental medwatch will be submitted as soon as additional information becomes available.